Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the device indicating the patient identifier is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold on the anterior view. In addition, a tear (a) was found within the crease/fold, measuring approximately 0.3 cm. Further, a tear (b) was found on the anterior view and a tear (c) on the posterior view, measuring 6.5 cm and 3.0 cm respectively. Microscopic examination was performed on the edges of the tears (b) and (c), and parallel striations were found in an area of each tear (b and c), measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears (b and c) could not be identified. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2021.